Manufacturer narrative:
(B)(4).

Event description:
The patient got surgery due to right iliac artery occlusion. The physician was attempting to use 2 pacific xtreme devices to treat a lesion in the popliteal artery with severe calcification and vessel was moderately tortuous with lesion exhibiting 90% stenosis. The lesion was not pre dilated. It was reported that the two pacific xtreme balloon got burst during inflation at lesion. It was reported that the doctor thinks it could be caused by too hard plaque or product problem. The doctor used another balloon to complete the surgery. Now the patient is well. No other clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: a visual and tactile inspections were performed. The balloon was found detached with the distal part accordioned inside the balloon itself. The guide wire tube was stretched (roughly 35 cm from the tack welding) and stuck over the guide wire and it was not possible to remove it. Also the tip tube was found stretched (roughly 0,8 cm) . No signs of burst were found, after a microscopic investigation, on the detached balloon. Both proximal and distal balloon welding were detached. No further issues found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.